Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter read inaccurately high in comparison to results obtained on a lab calibrated device. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter began reading inaccurately high 2 weeks prior to contacting lfs. The reporter detailed that the patient manages his diabetes with metformin pills and began taking glibenclamide pills in response to the alleged issue. The reporter detailed that the patient obtained a result of 161mg/dl on the subject meter which he felt was inaccurately high in comparison to a result of 93mg/dl on a lab device, performed within 10 minutes. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The reporter stated that less than a day after the alleged issue occurred, the patient suffered symptoms of &#50391;eating and weak which he associated with hypoglycemia, however did not specify if the patient received any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged inaccuracy issue occurred.